Event description:
During surgery support for iek (intralase enabled keratoplasty) procedure surgeon was not happy with the stromal bed quality, quoted it was rougher than that (the ones) created with the microkeratome.

Manufacturer narrative:
(B)(4) wavy or uneven flap bed. At the time of this report equipment eval has not been done. When the equipment eval is completed a supplemental will be submitted. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.